Manufacturer narrative:
The mayfield 2000 skull clamp (a2000) was returned for evaluation: device history record (DHR). The DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: investigation of the returned unit shows there is movement in the lock, the hex bushing is worn, and the labels are missing or peeling. To resolve the issues, the hex bushing, labels, wave springs, screw, nut, and blank label will be replaced along with general cleaning and maintenance performed. Root cause: complaint confirmed via inspection of the unit. There was movement in the lock and the unit required replacement of worn components. The probable root cause is routine use and wear of the unit. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield 2000 skull clamp (a2000) was loose and seemed like it had too much play. No information has been provided on patient involvement, injury, or surgical delay.